Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a neonate on the arctic sun device. The water flow rate (wfr) was 0.7 l/min. Nurse asked if this was too low, and if there was anything they could do to help it. Nurse stated they normally saw a water flow rate (wfr) of about 1.1-1.3 l/min. Discussed flow rate and correlation with heater capacity. Explained if the device was not alarming, and the flow rate was staying at or above 0.7 l/min, they usually did not see an issue with therapy. Had nurse straighten out all the pad tubing and ensure there were no kinks or bends. Nurse stated the tubing was twisted in a few places and once they straightened it out, water flow rate (wfr) was up to 1.7 l/min. Encouraged nurse to call back with any issues. Per follow up information received via phone on 18nov2024, it was reported that spoke with rn, they confirmed therapy completed without further issue after kink was straightened out. Pad was disposed of after therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a neonate on the arctic sun device. The water flow rate (wfr) was 0.7 l/min. Nurse asked if this was too low, and if there was anything they could do to help it. Nurse stated they normally saw a water flow rate (wfr) of about 1.1-1.3 l/min. Discussed flow rate and correlation with heater capacity. Explained if the device was not alarming, and the flow rate was staying at or above 0.7 l/min, they usually did not see an issue with therapy. Had nurse straighten out all the pad tubing and ensure there were no kinks or bends. Nurse stated the tubing was twisted in a few places and once they straightened it out, water flow rate (wfr) was up to 1.7 l/min. Encouraged nurse to call back with any issues.